Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve not between alignment markers and deployed and difficulty crossing the native annulus were confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, difficulties were found crossing the native valve so the commander delivery system was pulled back and navigated with flex wheel till cross the valve succeed. While deploying the valve, the valve appeared not to be completely aligned between balloon markers'' and ''as per medical opinion, the root cause of the event is an anatomical factor, it was a very calcified valve which lead pushing the delivery system with force and it made the valve slipped from the balloon. That happened although valve pre-dilation was performed with a 22mm balloon. (Z-med 2)''. For the complaint of difficulty crossing the native annulus, per evaluation of the provided imagery, calcification was present at the native valve and the thv was not within the valve alignment markers. Per the training manual, ''heavy calcification'' is one of the potential factors that can lead to crossing difficulty. In this case, it is possible that the delivery system nose tip and the crimped valve interacted or caught on the calcium nodules present in the valve leaflets during crossing, resulting in the reported crossing difficulty and potentially the valve not being aligned between the markers prior to deployment. As such, available information suggests that patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. For the complaint of valve not between alignment markers and deployed, per the training manual, operators are instructed to ensure ''thv is exactly between the valve alignment markers'' prior to deployment. In this case, there were difficulties crossing native annulus, leading to valve movement over the balloon. If the crimped valve was not within internal shoulders prior to deployment, the deployed valve could be pushed toward aorta during the deployment, resulting in valve embolized into aorta. As such, available information suggests that use error (not following IFU/training manual) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in croatia. As reported, this was a case of a 26mm sapien 3 transcatheter heart valve, implanted in the aortic position by transfemoral approach. During the procedure, difficulties were found when crossing the native valve, so the commander delivery system was pulled back and navigated with the flex wheel until the team was able to successfully cross the native valve. While deploying the valve, the valve appeared not to be completely aligned between balloon markers and the valve slipped from the balloon and embolized into the aorta. The sapien 3 valve was then post-dilated and implanted in the descending aorta. A second valve was successfully implanted in the aortic position. The procedure ended successfully and the patient was stable throughout. As per medical opinion, the root cause of the event was anatomical factors. The patient had a very calcified native aortic valve which led to pushing the delivery system with force and it causing the valve to slip from the balloon. This occurred even though the native valve was pre-dilated with a 22mm non-edwards balloon.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02645.